Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. They were able to complete the procedure using another capsule. The patient was kept under anesthesia for a few extra minutes at the time of the malfunction until a second capsule could be calibrated and inserted into the patient prior to the end of her upper endoscopy. No additional procedure will be required.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional:evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo capsule and one bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions except for bent wire at handle end. The customer reported bravo fail to attach to patient's esophagus. The reported condition was confirmed. The investigation of the returned equipment identified the bent wire as the situation that caused or contributed to the reported event. The investigation identified the root cause of the reported event to be bent wire at handle end (done by user).if information is provided in the future, a supplemental report will be issued.